Event description:
Pump was reported to have a cartridge change error. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer was instructed by technical support to inspect various components, clean specific areas, and attempt reloading the cartridge; however, the error persisted, leading to a decision to replace the pump.